Manufacturer narrative:
The pad device was installed on (B)(6)2010 and operated successfully until (B)(6) 2010. The device then failed a self test due to a low battery warning. The self-test failures were attributed to faulty pogo-pins. Testing indicated the pogo-pins exhibited increased resistance. This resulted in a drop in the battery voltage measured on the device which was interpreted as a low battery. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.